Manufacturer narrative:
MFR's report date: (B)(4), 2011. (B)(4). The customer's report of charring of the iui connectors with a burn hole present on the pcu case above the iui connector has been confirmed. The left iui of the pcu and the mating right iui of the pump module had displayed evidence of excessive heat dissipation with both connectors melting. The rear cases on both returned devices also displayed evidence of melted cases around the areas where the iui connectors are seated. Residue was observed on the iui board and on the case of the pcu device where the iui mounts. The residue was not identified, but may be from fluid spillage or the result of the melted plastics. Internal inspection of the devices found no evidence of fluid ingress having occurred in any other locations of the devices and no component damages were observed. The damaged iui connectors were temporarily replaced on the devices with known good ones and both devices powered on and functioned normally with no other issues noted. The root cause for the melting iui connectors and cases is unk.

Event description:
Customer reported charring of the iui connector on the pump module and a 1/8 inch burn hole through the case of the pcu above the iui connector. Floor nurse reported while pt was ambulating with pcu/pump module, the pt noted a burning odor from the devices. The nurse inspected the devices and confirmed the burning odor. The pcu/pump module were replaced and sent to biomed. No injury to pt reported and no medical intervention required. No additional event details were provided by customer.